Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results for 2 patients from coaguchek pro ii meter serial number (B)(4) compared to the laboratory results. For patient 1 the result from the meter was 7.2 inr and the result from the laboratory using venous blood was 5.1 inr. For patient 2 the result from the meter was 6.3 inr and the result from the laboratory using venous blood was 4.5 inr. The qc failed multiple times on two different days. The specific day the qc failed was not provided. There was no allegation of an adverse event.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. Corresponding retention test strips (lot 322646) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The information in the case is consistent with the details of the recall and the issue has been fully investigated.